Event description:
It was reported that the infusion ran from 1110-1331. The infusion was supposed to be 120 minutes, but ran for 141 minutes, 6 minutes over the +15 minute window. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned.

Event description:
It was reported that the infusion ran from 1110-1331. The infusion was supposed to be 120 minutes, but ran for 141 minutes, 6 minutes over the +15minute window. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the reported under infusion was not able to be identified during the investigation. Timed rate accuracy testing (dir 10000360036) was performed using the suspect pump module and concomitant pcu to determine if the system is delivering fluid in specification. The test results measured the actual rate at 154 ml/hr (-0.56% error). The specification for this test is +/- 5% error, per srd-9580 of the alaris system v9.33 prd (dir (B)(4)) indicating the device is within specification. A review of pcu and pump module error logs showed no errors recorded for the event date. Data analysis identified (B)(6) 2025, as a relevant date with recorded entries. (B)(6) 2025 9:14:34 am ¿ pcu (s/n (B)(6)) powered on. 11:09:34 am ¿ pump module (s/n (B)(6)) selected; drug 320 administered; infusion programmed (vtbi = 308 ml/h, rate = 154 ml); primary volume infused (pvi) = 110.785 ml. 11:10:20 am ¿ key silence button pressed. 1:10:42 pm ¿ infusion completed; pvi reached 419.606 ml; key silence button pressed. Additionally, a review of error and battery logs found no relevant information regarding the reported issue the pump module's seal was removed, the pressure sensor is third-party, and the right inter unit interface (iui) shows wear. Other components are intact and functional. The pcu's seal remains intact, showing no prior opening. The right inter unit interface (iui) connector shows wear, while other components are in good condition. The serial number label is damaged and detached, but the battery is properly installed. All parts are bd-manufactured. Bd alaris system user manual (v12.1) states that do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under infusion failure was not able to be identified during the investigation, the returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a040502, a0404, a1801, a0401, c0601, c07, d01, d15, g02017, g0301201, g04067, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.